Manufacturer narrative:
A partial lead with the connector pin measuring 23.3cm was returned for analysis. The portion of the lead that was returned was normal. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported externalized conductors were observed between the coils. The lead was replaced.